Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a misidentification of enterococcus faecalis as salmonella spp while testing a patient blood sample using the vitek® ms instrument (reference # 410895, serial # (B)(6)). Sample #2: vitek® ms results: salmonella spp. Vitek® ms results (repeat): enterococcus faecalis 99.9%. Vitek®2 gp ID results: enterococcus faecalis. Expected ID: unknown. A biomérieux internal investigation has been completed with the following results: device history review did not highlight any issue during manufacturing for this reference or serial number. Review of the fine tuning determined that the level of s/n criteria was very high during the fine tuning performed on (B)(6) 2020. The fine tuning on (B)(6) 2020 was not optimal and could have an impact on the vitek ms performance. In addition, the status was low at the time of acquisition on (B)(6) 2020 so fine tuning was mandatory. New fine tuning was performed on (B)(6) 2020 but the level of s/n criteria was still very high. The customer¿s spot preparation quality seemed to be good. The sample ¿all peaks¿ values were homogeneous. Based on the information provided, the identification as enterococcus faecalis by vitek ms and confirmed by vitek 2 seemed to be the correct identification. However, the customer has to confirm the identification with reference method, such as sequencing. The customer mzml was reprocessed and the analysis of the mzml sample showed that the misidentification of salmonella spp. Was not obtained. Instead "no identification" was obtained with a low number of ¿all peaks¿ (between 24 and 28) which is under the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30 peaks). In addition, the retest performed on (B)(6) 2020 after fine tuning resulted in a single choice result of enterococcus faecalis with a better level of all peaks (92 peaks). This supports that the issue could be due to a non-optimal fine tuning. The root cause of this issue has been determined to be associated with non-optimal fine tuning. See h10.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a misidentification of enterococcus faecalis as salmonella spp while testing a patient blood sample using the vitek® ms instrument(reference # (B)(4), serial #(B)(6). The initial investigation root cause conclusion pointed to non-optimal fine-tuning; however, the conformity of the tuning itself was not questionable, given that all mandatory acceptance criteria had passed. An additional investigation was conducted by biomérieux. Vitek ms system expertise review of the elements summarized by the local customer service (lcs) (sudden drop of peak number, seven (7) fine-tunings in 2-3 months, unexpected high increase of the linear detector after replacement), pointed to a possibility that the customer¿s vitek ms was having a blanking issue. Biomérieux remotely connected to the customer¿s vitek ms system to assess the blanking feature. After running tests, the suspected blanking issue was not confirmed. The customer¿s data was reprocessed. The expert analysis of the data concluded the misidentification as salmonella spp was not reproduced. No ID results were obtained with a low number of ¿all peaks¿ (between 24 and 28) which is under the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30 peaks). Based on all the observations from the investigation, a non-optimal spot preparation quality was suspected (low number of peaks). The customer¿s spot preparation quality was not optimal. The sample ¿all peaks¿ values were quite heterogeneous. During the fine-tuning process on 17dec2020, the poor quality of the deposit was confirmed. The root cause of the customer¿s issue has been determined to be non-optimal spot preparation.see section h10.

Event description:
A customer in the united states notified biomérieux of obtaining a misidentification of enterococcus faecalis as salmonella spp while testing a patient blood sample using the vitek® ms instrument(reference # 410895, serial # (B)(4)). Sample #2, vitek® ms results: salmonella spp, vitek® ms results (repeat): enterococcus faecalis 99.9%. Vitek®2 gp results: enterococcus faecalis. Expected ID: unknown. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. No incorrect results were reported; however, the customer mentioned that there was a delay in reporting results. A biomérieux internal investigation has been initiated.